Manufacturer narrative:
Root cause: the scalpel contained within the pack is supplied to deroyal by (B)(4). Thus, a supplier corrective action request (scar) was issued to aspen. In its response, (B)(4) stated inspection of the returned sample confirmed foreign matter present on the protective cover. A root cause analysis was performed, and it was determined that the most probable root cause could be attributed to method or man. Method: this would be the root cause if gloves were not being used correctly in production. Man: affected personnel did not follow the correct process of accident notification. There have been no previous reports due to this incident; therefore, the manufacturer has identified this as an isolated event. Corrective action: (B)(4) stated in its scar response the customer complaint defect was reviewed with the affected packaging personnel and quality inspectors. A review and update to the work instructions was made to clarify the glove type to be utilized in production. Ehs awareness was presented to affected personnel may 2, 2016. Investigation summary: (B)(4). The defective sample was returned may 2, 2016, to deroyal. Contamination was identified, and the sample was forward to the manufacturer, (B)(4), for evaluation. (B)(4). Deroyal will continue to monitor post market feedback and will recognize in the future if the reported issue of contamination transitions from an isolated report to a recurring issue. Preventive action: according to (B)(4), a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The scalpel had blood inside the protective cap. This was discovered before the case began.

Manufacturer narrative:
Investigation summary: an internal complaint (call (B)(4)) was received regarding a cath lab pack (finished good (B)(4)) that contained a defective scalpel (raw material (B)(4)). The end user reported that the scalpel "had blood inside the protective cap." A return kit has been sent to the customer and it is anticipated that the sample will be returned for evaluation. As of the date of this report, the sample had not been returned for evaluation. The scalpel contained within the pack is supplied to (B)(4). Thus, a supplier corrective action request (scar) was issued to (B)(4) on april 4, 2016, and is due may 16, 2016. This due date is exactly 30 working days from the date the scar was issued. The investigation is incomplete at this time. If new and critical information is received, this report will be updated.

Event description:
The scalpel had blood inside the protective cap. This was discovered before the case began.